Event description:
It was observed that during the device evaluation, the thunderbeat exhibited probe tip was broken off and the tissue pad was split. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, the reported event was not confirmed. However, the reported events of the probe broken at 16.23 mm from its distal end, and the tissue pad was split was confirmed. The probable causes could most likely be attributed to the following mechanism: 1. Seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. 2. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. 3. Scratches were caused due to output while the probe was in contact with the non-insulating part of the gripping section. 4. The probe was subjected to the load of seal & cut or tissue gripping, and cracks occurred starting from the scratches. In addition, abnormal probe breakage occurred. 5. Since the probe was output with cracks, the error could not be canceled and it was determined that output could not be performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.